Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 2:00 pm, the cgm was 40 mg/dl. No mention if she had symptoms and the bg was not checked. She took carbohydrate and the cgm did not change. She presented to the emergency department (ed) with weakness and irritability. A bg test revealed that her actual level was 400 mg/dl while the cgm was showing 40 mg/dl. The emergency room (ER) staff gave IV fluids and administered fast-acting insulin. The patient remained in the ER for approximately four hours. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ed, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.